Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory. The device and electrode were removed due to infection.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.